Manufacturer narrative:
Philips has investigated this complaint. It was reported that there were errors during the illumination operations while triggering the x-rays. Philips field service engineer (fse) inspected the system onsite and confirmed that the hygiene plastic present around the footswitch used to protect it from dirt was interrupting the operations of the button. Fse was not able to confirm the exact problem and did some checks on the system and everything was working as intended. Fse recreated image store and requested to observe the plastic protection cover over the foot switch after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura device displayed errors while triggering x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.